Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 56 mm in diameter abdominal aortic aneurysm. The physician implanted five aptus endoanchors as a prophylactic during the procedure. It was reported that during the index procedure, the endurant stent graft was not successfully delivered to the intended landing zone. No endoleaks were observed and the procedure was completed. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.